Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3: date of event: date unknown, as information was requested but not provided. Section d6a: implant date: not applicable. Healon is not an implantable device. Section d6b: explant date: not applicable. Healon is not an implantable device. Therefore, not explanted. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that different surgeons at the clinic mentioned during a meeting that they were observing threads during and after surgery, which they believe originated from healon. The issue was noted in 6-7 patients, but no lot numbers or specific surgery dates were available. The incidents happened during the month of (B)(6) 2025. The status on all patients was good. Account has indicated that the threads were also noticed without healon involved. The site is investigating the issue. It was confirmed that no other johnson and johnson products are involved. No further information was provided. Through follow up, 2 lot numbers were provided, but no information regarding event dates was available. No further information was provided. A separate report will be submitted for the other lot number provided.